Event description:
It was reported by the customer that a medic injured his back with the 6251 stair-chair 3 years ago. He did not remember the exact date since it was so long ago. This is the first time that a stryker representative was made aware of this incident as the user never reported this incident to stryker at the time of the event.

Manufacturer narrative:
The user facility just notified stryker of the incident.

Event description:
It was reported by the customer that a medic injured his back with the 6251 stair-chair 3 years ago. He did not remember the exact date since it was so long ago. This is the first time that a stryker representative was made aware of this incident as the user never reported this incident to stryker at the time of the event.

Manufacturer narrative:
Based on the customer's information, there is no alleged malfunction or defect with the unit. The operator was properly trained in using the chair at the time of the incident. The customer reported that the cause of the issue was a combination of the position of the handles in regards to the way the caregiver could be positioned to transfer a patient down a steep flight of steers.